Event description:
Information received indicates report of double valve replacement due to regurgitatin and structural dysfunction. The patient status indicated acute kidney failure. Intra-operative inspection noted the mitral valve product in the tricuspid position was seen partially stuck due to severe calcification, for this report. The values in both the mitral and tricuspid positions were explanted and replaced with no additional patient complication reported. See also MDR report # 2025587200500054.